Event description:
Initially, it was reported that the patient had redness at the generator site. Upon follow-up, the neurologist and surgeon did not feel the patient had an infection. Later, the patient had a post-operative appointment, and there were no concerns at the post-op evaluation. There was note that the patient was itchy at the generator site so was provided an antibiotic as a precaution. However, there was no clear relationship of that event to vns at that time. Later, it was reported that after a week when the patient was not on antibiotics, the patient had a recurrence of the event at the neck incision site and that the doctor decided to put the patient back on antibiotics as a preventative measure. Later on (B)(6) 2014, it was reported that the patient had an infection at the neck incision site. The generator and lead were then explanted on (B)(6) 2014.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.